Event description:
It was reported difficult deflation was encountered after the first inflation, during a femoral artery angioplasty procedure. The balloon was overinflated to intentionally rupture. No pt complications resulted from this event. Another balloon catheter was used to successfully complete the procedure without pt complications. This device has not been returned for evaluation. Therefore, no failure analysis is available. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50cc syringe is recommended."